Event description:
The field service engineer received information alleging a malfunction of a ventilator¿s touchscreen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the field service engineer's investigation is complete.

Manufacturer narrative:
The field service engineer previously reported receiving information alleging a malfunction of a ventilator¿s touchscreen. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's display board needs to be replaced to address the issue.